Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector, a damaged grommet with foreign material, foreign material on set screw threads, a rounded socket, and damage to the set screw.

Event description:
It was reported that when connecting the ventricular lead to the implantable pulse generator (ipg) during the implant procedure there was no sound indicating the set screw was tightened properly. There was poor pacing and sensing. The physician tried several times to connect the lead to the device, however, a set screw issue was suspected and another device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.